Event description:
It was reported that the device battery voltage measured low but the elective replacement indicator (eri) did not trigger. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery voltage measured low but the elective replacement indicator (eri) did not trigger. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis indicates on (B)(4)-2010, the telemetered battery voltage was 2.66 v, while the daily battery voltage trend measurement was 2.89 v. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Analysis indicates on (B)(6) 2010, the telemetered battery voltage was 2.66 v, while the daily battery voltage trend measurement was 2.89 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Analysis indicates on (B)(6) 2010, the telemetered battery voltage was 2.66 v, while the daily battery voltage trend measurement was 2.89 v. The device is part of the advisory for this model.